Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. This report is for an unknown 12 x 375 tibial ex nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery on (B)(6) 2016 due to a non-union and the proximal fracture did not heal. The segmental tibia fracture initially was treated with a 12 x 375 tibial ex nail on an unknown date. The hardware removal consisted of one unknown nail which was fully intact. The patient was revised with unknown plates and unknown 13 x 375 nail with no issues; reduction was fixed. The surgery was successfully completed and there is no relevant test / lab data. There was no surgical time delay and no other additional medical intervention. The patient status outcome was reported as good. This report is for an unknown 12 x 375 tibial ex nail. This is report 1 of 1 for (B)(4).